Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-04992. It was reported the pt went to the hospital with pain at an incision site and flu type symptoms. The pt was admitted and started on IV antibiotics. Cultures were taken, but were negative. The pt was released from the hospital and placed in an extended stay facility. Two days later it was determined the pt had (B)(6). The physician explanted the scs system. It was reported the pt was still on IV antibiotic and the physician has scheduled a f/u appointment.

Manufacturer narrative:
Eval method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.